Event description:
A nurse reported that during a procedure the foot pedal was not functioning. Following a delay of a few minutes, the foot pedal was switched out and the procedure continued with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).